Event description:
It was reported that during a patient's battery replacement surgery, the surgeon noticed that the lead had a sharp 90 degree bend in it and that the insulation around the wires had been compromised with a slight tear; however, the wires looked perfectly intact. The old generator was replaced with the new generator and diagnostics were performed with the generator out of the pocket, the results came back ok. The surgeon then decided to use the medtronic boots and anchors accessory kit (355024) to repair the insulation tear. The surgeon proceeded to use that product to repair the insulation. The surgeon did not replace the lead. After the insulation was replaced, diagnostics were run with generator out of the pocket and impedance was good. No additional or relevant information has been received to date.